Event description:
It was reported that the patient expired in 2008, after an implant duration of 19 days due to unknown reasons. Follow up with the surgeon's office did not indicate the reason for the patient's demise. Reportedly, the device was not explanted. At the time of the patient's demise there was another device (valve) implant located in the aortic position.

Manufacturer narrative:
Device not returned. Please refer to medwatch number 6000002-2008-08485.